Manufacturer narrative:
H3: device evaluation - no lens was returned in box. Lens was returned dry with residue on product. Visual inspection found no visible damage to the lens and residue throughout the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Patient info: unk. Patient related factor. Off-label use - acd <3.0. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.5/1.5/074 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and replaced for a longer length lens due to low vault with rotation. The problem was resolved. The cause of the event was a patient related factor. Reportedly, "surprising low vault with 13.2 lens" and "monitoring for now, good vision."